Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial #: (B)(4). Description: scs phiii ext 35cm.

Event description:
A report was received that the patient was having pain at the pocket site. The patient underwent a revision procedure wherein the pocket was relocated and one lead extension was removed. The patient was doing well postoperatively.